Event description:
It was reported that the ventricular lead has had a slow steady impedance rise over the last several months and the bipolar threshold has risen slightly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID e2dr31 implantable pulse generator (ipg), implanted: (B)(6) 2006; 4592 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).